Event description:
It was reported that the cartridge was not fitting properly on the pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The caller was instructed to remove an o-ring from the pneumatic tap and clean the area using an alcohol wipe or lint-free cloth. After following the instructions, the caller successfully reloaded the cartridge and was able to resume insulin therapy.